Event description:
During use of the device for cardiopulmonary bypass surgery, the flow rate module did not function as expected. No flow readings were displayed on the central control monitor. An alternate device was employed to monitor the flow. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.